Event description:
It was reported that the patient was on intensive care following a bilateral femoral bypass operation. He had x 3 pico's in situ on his 3 wounds, the dressings placed in theatre using the usual application technique. The nurse noticed all 3 were flashing red due to a leak alarm. The dressings were resealed and when the pump was turned on, the patient jumped and swore and said he had an electrical shock from them. The pico pumps and dressings were removed and thrown away. The consultant was called to the patient and the patient was fine. The patient reported that it was like a static electricity shock, he felt it although he was numb due to epidural. The patient also reported that the nurse got a shock, but the nurse does not correlate this. The pumps were thrown away so the lot numbers are not available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. It was reported that 3 pico devices were used for treatment in which there was an issue with the leak alarm on each device and the patient received a shock. As no samples were returned for evaluation a thorough functional analysis of each device could not be carried out. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been no further complaints reported with this issue in the past three years. No relevant clinical medical information was provided to enable a thorough medical assessment. The risk files for this product were reviewed and based on the event information provided, no update is deemed necessary at this stage. As stated in the IFU for this product; ¿when used in accordance with the manufacturer¿s instructions, pico complies with the general requirements for safety of electrical medical equipment iec 60601-1 and the electromagnetic safety requirements of electrical medical equipment iec 60601-1-2.¿ on this occasion we have been unable to confirm a relationship between the event and the devices or identify a definitive root cause. Should further information become available, this complaint may be reopened and reevaluated. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.